Event description:
A doctor reported that a patient who was implanted with precice had allegedly discontinued their prescribed daily lengthening sessions for a few days. When the patient resumed their lengthening session, a ' clicking' sound was allegedly heard. The doctor suspected that the patient may have experienced premature consolidation.

Manufacturer narrative:
The patient was non-compliant and did not adhere to the doctor's daily lengthening prescription; the doctor suspected that the patient may have experienced premature consolidation. The patient was scheduled to undergo a repeat osteotomy of her left femur; confirmation of the functionality of the precice nail would also be assessed during the procedure. The patient failed to keep the scheduled appointment. No further information was received with regard to the patient's condition and the device has not been returned; therefore, the alleged malfunction cannot be confirmed. A DHR review revealed that there were no deviations from the manufacturing process and that the device was released within specifications.